Event description:
It was reported that during a sigmoidectomy procedure, the clips were not fed into the jaw properly and ejected at the second and the third firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 01/29/2009. Info anticipated, but unavailable at this time.